Event description:
The customer stated that the central monitoring system (cns) rebooted on its own. The cns restored applications when rebooted, all monitoring communication was restored. MFR ref # 8030229-2014-00162.